Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device, however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Please verify and clarify which is the correct lot number (ju0550 or ju0529)? Ju0529 is the correct lot number. Did the reservoir function properly upon first activation?=>no further information is available. If yes, how long after the first activation happened did the issue occurred? Please clarify, was the user able to lock the damaged reservoir?=>no further information is available. Was a new reservoir needed to correct the situation? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. On (B)(6) 2022, in the ward, the reservoir was difficult to be locked. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h6 component code: g07002 product not returned. H3 evaluation: product sample returned for analysis. Materials locking mechanism of reservoir was checked to verify its condition. Sample were evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to, it was able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint. Based on the present analysis and sample evaluation, the reported defect by the customer could not be confirmed or related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.